Event description:
During an arthroscopic procedure, the physician was using an ambient hipvac 50 arthrowand and arthrocare foot control unit. After 1-2 minutes of normal operation, the wand's finger switches suddenly became inoperable. The physician attempted to use the foot control unit; however, it also failed to elicit any response from the wand. After some minor troubleshooting, the physician used a new wand to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 9019871-2012-00006.